Manufacturer narrative:
The potassium electrode lot number was avg with an expiration date of 07-sep-2025. The sodium electrode lot number was aea with an expiration date of 26-apr-2025. The field service engineer was unable to reproduce the issue but found the ultrasonic mixer needed to be replaced. He ran successful ise checks, calibrations, and precision checks. The investigation did not identify a product problem. The specific cause of the event could not be determined but the issue appeared to be resolved after the service actions.

Event description:
There was an allegation of analyzer alarms and questionable results for approximately 34 patient samples from the cobas 8000 cobas ise module (double). Sample 1 initial potassium result was 3.5 mmol/l and the repeat result was 4.4 mmol/l. Sample 2 initial sodium result was 141 mmol/l and the repeat result was 147 mmol/l. The repeat results were believed to be correct.